Event description:
Customer reported a difference in concentration values between performing manul vs. Automated dilutions. In addition, differences were observed in values when a sample from a non-pregnant female was tested neat vs. Diluted. Results were reported to medical provider outside of lab.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.